Manufacturer narrative:
Attachment: medwatch report # mw514696. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Medwatch received which states: xience skypoint (abbott) 2.25x33mm coronary stent strut broke inside guide catheter. Stent was removed undeployed. A new stent was used to open lesion with no complications. No additional information was provided.